Event description:
According to the literature, a retrospective study evaluated the safety and effectiveness of conversion from adjustable gastric band to ring augmented roux-en-y gastric bypass in patients who underwent the procedure between 2016 and 2023. In all patients, barbed suture was used to close the stapling defect after anastomosis was performed. Endohernia or a competitor device were used to close the mesenteric defects at the entero-enterostomy and petersen site. Postoperative complications included internal herniation which was treated laparoscopically. Other complications that were not related to the device included anastomotic leakage, bleeding, gastro-gastric fistula, food impaction, pouch-related problems, marginal ulcers, blow-out of excluded stomach and stenosis. No complications were related to the barbed suture.

Manufacturer narrative:
Safety and effectiveness of conversion from adjustable gastric band to ring augmented roux-en-y gastric bypass kayleigh ann martina van dam, geert henricus jozef martinus verkoulen, evelien de witte, pieter petrus henricus luciën broos, jan willem m. Greve, evert-jan gijsbert boerma the author(s) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.